Manufacturer narrative:
G6: this report is follow-up 1 to the initial MDR 2016493-2024-00692. The following section contain corrections and or additional information. A review of the complaint history for sn 15936756 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-sep-2022 to 23- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined the drawer failed to close. A field service engineer found that there was no hardware failure upon arrival and confirmed that the issue was resolved by the customer and verified that all retractor band cables were cleaned and fully seated and the drawer functionality. The system functioned as intended. After the field service engineer assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer. The customer reported that the drawer failed to close and there was a delay dispensing medication. The medication was obtained from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined drawer was failed to close. Field service engineer found no harware failure upon arrival and customer stated they recovered drawer without issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer. Customer reported that the drawer was failed to close. Requested field service engineer to check their drawer. There were no adverse events or injuries reported based on this event.